Event description:
The customer returned the blade for a trade-in and upon return of the device, a cracked lens was observed during a visual inspection. No patient was involved.

Manufacturer narrative:
Evaluation results pending analysis of the product.